Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is seized.as stated on the repair statement additional malfunction on this device: power switch has no alarm.